Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device is affected. A trauma is reported.

Event description:
The user's hearing performance with the device is affected. A trauma is reported. The user was re-implanted on (B)(6) 2020.

Manufacturer narrative:
Conclusion: damage to the active electrode, as be caused by the reported external mechanical impact, was determined to be the root cause of device failure. The active electrode also showed some additional damage to the electrode wires, as being caused by minute device mobility. The impact might have weakened the fixation of the implant, consequently leading to electrode mobility. Other damages found during investigation are attributable to the removal surgery. This is a final report.